Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 4 mg/ml dilaudid at .6 mg/day via an implantable pump for an unknown indication for use. It was reported that a the patient had a granuloma. There were no environmental, external, or patient factors that may have led or contributed to the issue. Any procedures that may have been performed were unknown. A full system explant and replacement occurred. The event was considered to be resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.